Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) of 2011, the patient was referred to see the doctor for neck pain. Patient's MRI was reviewed and need for immediate fusion of c6-c7 was discussed with the patient. On (B)(6) 2011, the doctor performed a c6-c7 anterior disectomy and fusion, a c6-c7 anterior instrumentation, placed an interbody cage at the c6-c7, a bone marrow aspiration of the vertebral body, local autograft, bitoss allograft, and used bmp-2 in the patient. Following the surgery, the patient experienced some relief in the numbness and tingling in his arm, but the numbness and tingling returned within a few months. The patient had to follow up for pain management. The patient now has a limited range of motion in his neck. He experiences daily pain in his neck and arms. The patient now has difficulty performing daily household activities.